Event description:
It was reported that the patient experienced uncomfortable stimulation. Diagnostics revealed high impendences bilaterally. As a result surgical intervention was undertaken on (B)(6) 2025 wherein it was visually confirmed that both leads were fractured upon explant. Bilateral leads were replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.